Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery in the reader of the remote monitor exploded and almost caught fire. No troubleshooting taken. The remote monitor would be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis model#: 24952a, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed complaint was confirmed. Found corrosion on rf (radiofrequency) head pin and remote monitor pin. Found error code (B)(4) in fa (failure analysis) log. If information is provided in the future, a supplemental report will be issued.

Event description:
The remote monitor was replaced and returned.